Event description:
It was reported that the patient was experiencing power cable disconnect alarms while connected to the mobile power unit (mpu). The patient performed a system controller exchange on their own in attempt to troubleshoot. Log files were sent for review. The log files for both controllers were attached. The customer was able to recreate the alarms while connected to both cables (separately). The event log file for (B)(6) captured low voltage hazard events on 18aug2024 at 0145 while using battery power. Also noted were random power cable disconnects while on battery power that were not associated with power source changes. The controller exchange took place 18aug2024 at 0204. No issues with mpu voltage were seen in this log file. The event log file for (B)(6) captured low voltage events 18aug2024 at 0203-0204 when the white power lead was disconnected. These events all occurred while on battery power. No other unusual events were noted in remainder of the log file. From what was visible in the log file it appeared to be a battery/ battery clip issue and not an mpu issue.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The customer stated that the battery clips were fine and that the issue was with the mpu. Information was provided that (B)(6) was now the backup controller. This information is incorrect, as (B)(6) was returned for analysis on 9sep2024. The patient experienced no adverse effects from the controller exchange. The mpu was to be returned for evaluation.

Manufacturer narrative:
D9: product return received date, updated. E2/e3: health profession/occupation, corrected. G2: report source, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b7: corrected. Manufacturer¿s investigation conclusion: the investigation confirmed the reported power cable disconnect alarms via the submitted log file. On (B)(6) 2024 at 1:18:05 and 1:44:57 the controller was disconnected from external batteries and connected to an mobile power unit (mpu), at these times the rsoc value was measured too low and alarmed for power cable disconnections despite being connected to the mpu and having the expected bus voltage. The issue was isolated to the patient cable of the mpu, and the controller remains in use as a backup controller for the patient. The alarms did not affect the controller¿s ability to operate the pump above the low-speed limit. There were no other alarms active in the log file. From the information provided, a root cause for the reported event could not be determined through this analysis. The device history record for the system controller (serial number hsc-137746) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5a entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.